Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for pulmonary vein pv isolation with a lasso® nav eco variable catheter and a knot in the catheter occurred. There was difficulty withdrawing the lasso catheter from the sheath. A knot in the catheter was noted with fluoroscopy, so the sheath and catheter were removed together. Some of the patient¿s tissue was noted to have been removed with the devices. No excessive manipulation was required for removal. No adverse patient consequences were reported. The presence of tissue is not reportable and since this substance came from the patient, it does not pose a risk. The resistance removing the catheter from the sheath is also not reportable, as interference or friction between devices is a known occurrence. The issue of the knotted loop has been assessed as reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for pulmonary vein pv isolation with a lasso® nav eco variable catheter and a knot in the catheter occurred. On (B)(6)2018, information was received indicating the manufacture date of: 2/14/2018 and the expiration date of: 2/13/2021. Corresponding fields of this report have been updated. The bwi failure analysis lab (fal) received the device for evaluation on (B)(6)2018 and it was discovered that the catheter was returned with the 8.5 french white sheath still on the catheter. The lasso loop deformed and knotted at proximal side of ring #4 to ring #10. These findings confirm the damages that were previously reported. The analysis has begun but is not complete at this time. The device history record (DHR) for the lot number 30020032l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer ref no:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for pulmonary vein pv isolation with a lasso® nav eco variable catheter and a knot in the catheter occurred. The investigational analysis completed on (B)(6) 2018. The device was inspected, returned with the sheath. Observed was a deformed and knotted lasso loop, sharp edges, and black/reddish residues underneath the ring. The catheter outer diameter was measured and no anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the knotted lasso cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the manipulation and handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).